Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) homechoice automated pd sets with cassette were damaged. This issue was observed before use. The care giver stated the packages were delivered with the tape halfway off the box. The patient line appeared damaged and unusable; "they seemed like they had been chewed." The care giver stated that one box of cassettes had seven (7) and the other box had three (3) cassettes that appeared damaged; the care giver stated they did not feel comfortable using them. There was no patient injury or medical intervention associated with this event. No additional information is available.